Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that an EKG electrode backing was involved in an adverse event. A pt presented to the emergency dept on (B)(6) 2010, for difficulty breathing and underwent a bronchoscopy at which time a clear EKG electrode backing was visualized on the back of the pt's throat and was removed. It is reported that earlier that same day, the pt had undergone an intubation at the same medical facility, at which time it is believed that when the nurse removed the clear backing from the covidien EKG electrode, it unintentionally became attached to the tube used to intubate the pt. This was not detected by the clinician prior to placement, and the EKG electrode backing went down the pt's throat during the intubation. The pt was discharged home on (B)(6) 2010, after the bronchoscopy and no further complications have been reported.